Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial unknown and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is software-related issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, when setting up for a cori tka cadaver lab, they were not able to advance past hip center. There was a navio at the account, and they were able to switch over to navio and proceed with the lab. No patient was involved.